Event description:
It was initially reported in the article titled "vagus nerve stimulation for refractory idiopathic generalized epilepsy" that there were 18 patients who were identified as responders but had an increase in seizures frequency. Sixteen patients had partial epilepsy, one had symptomatic generalized epilepsy and one had primary generalized epilepsy. A responder was defined for the study as a patient with a >50% reduction in seizures and a concurrent reduction of medication regime. No further information was provided. Good faith attempts for more information have been unsuccessful to date. This MDR is for one of the patient's with partial epilepsy.

Manufacturer narrative:
Vagus nerve stimulation for refractory idiopathic generalized epilepsy. Ng, michael and devinsky, orrin. Seizure. 2004. 13: 176-178.